Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
The customer reported that the insulin pump was not giving him enough insulin. The customer's blood glucose level was 600 mg/dl. The customer had a high blood glucose but not hospitalized. The customer stated that he was not receiving any alarm indicating that the insulin pump was not delivering. The troubleshooting was performed. The customer reported that he no longer wear his sensor due to inaccuracy. The customer stated that he not worm the sensor for a month or longer. The customer was encouraged to try again the sensor and if issue occur call the help line. The customer is considering to wear them again and advised that to be sure that they are not expired before using them. No further information was reported.